Event description:
It was reported that there was dso failure. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion (dso) failure. There was no relevant service history and no relevant event history. Visual and functional testing was performed. Complaint was confirmed through cassette test/occlusion test. Probable cause was the dso sensor. Replaced dso sensor, bezel, and seal. Performed dso/uso sensor calibration. Device passed testing criteria post repair.